Manufacturer narrative:
The field representative attended the patient's device follow up. Manipulation around the electrodes was not able to reproduce the noise. At the time of the shock event, the patient was on the way to go to a convenience store. On the day of the non-treated events, the patient was walking around. The sense vector was reprogrammed, from secondary to primary. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to noise. There were also two untreated episodes stored. The events happened in the early morning. A review of the episodes found noise that was consistent with body movement, system movement, or a possible loose setscrew. No adverse patient effects were reported.